Manufacturer narrative:
Associated reports: 3003639970-2018-00774. Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of this code-batch. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. The average penetration results of the needles before releasing the product were 0.185n and 0.161n and fulfilled the punction strength specification: <0.210 n. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the monosyn violet suture. During surgery, it was noted that the needles were blunt and the sutures were breaking. Further information was not provided. This report addresses the blunt needles. Associated medwatch: 3003639970-2018-00774.